Manufacturer narrative:
The ge representative ordered battery for system. The customer inserted battery upon its arrival and reports the system is operating as intended.

Event description:
The customer reported the system displayed a batteries depleted error code. No report of patient injury.